Event description:
It was reported that during treatment the pump had been alarming leak all weekend, the patient turned it off and didn't call the nurse. The nurse collected pump and tested it and with the canister on and bung closed still read leak meaning issue with the pump not dressing.

Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. The visual examination found the housing to be damaged and the backlight on the display did not work. The functional assessment established a relationship between the device and failure reported, the device was unable to generate negative pressure and was leaking. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure method have been reviewed and similar instances have been found in the previous four years. These instances are being monitored to determine if additional actions are required. The investigation is now complete and has been recorded as hardware failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.